Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer displayed an error. As a result, the software was reloaded.

Event description:
It was reported the programmer was not booting up. There was a programmer error message. The programmer was returned for repair. No patient involvement was reported.